Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm and no delivery alarm. Blood glucose level at the time of the incident was 569 mg/dl. The customer stated that the insulin pump was not exposed to high magnetic fields and the drive support cap appears normal. Customer completed troubleshooting for both alarms and was able to rewind the device. Displacement test and manual prime were performed successfully. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The concomitant medical products have ben provided with this report.